Event description:
First responders called to a cardiac arrest, found the pt with no pulse and not breathing. They placed the pt on the floor and started CPR. The device was turned on, and it stated connect electrodes, the device operator attached the disposable defibrillation electrodes and pressed the analyze button. The device stated connect electrodes, all connections were checked and the power cycled in an unsuccessful attempt to analyze the pt's rhythm. CPR was continued, a back up device was made available and care to the pt was continued. The pt was not resuscitated.